Event description:
The customer called for help with her contour meter. Her initial complaint did not meet the criteria to be reported, but her test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 85 mg/dl high, out of specification. Performance was satisfactory using retention reagent.